Event description:
Related manufacturer report number: 3006705815-2023-07837. It was reported that the patient's ipg was inoperable. It is unknown if the ipg depleted prematurely. The migrated lead and ipg were replaced during the same procedure. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report that the ipg was at ¿end of battery life¿ was not confirmed. Analysis of the returned ipg found the device had not declared elective replacement indication (eri) or end of life (eol), but a longevity calculation found the device had normal battery depletion.

Event description:
Additional information was received that the ipg experienced normal battery depletion.